Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. Customer changed the infusion set and drank water to address the high bg. Customer was able to clear the alarm. Customer continued to use the pump for insulin therapy.